Manufacturer narrative:
Reporter first name: (B)(6).reporter last name: (B)(6).reporting institution name: (B)(6).reporting address line 1: (B)(6).reporting address postal: (B)(6).reporting address state: (B)(6).reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the battery was insufficient to complete self test. There was no patient involvement.